Manufacturer narrative:
This lens model is contraindicated for patients with age more than that of 45 years. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicm5_12.6 implantable collamer lens, -12.00 diopter, within the same surgery due to the lens flipped in the eye (lens rotation not associated to a low vault). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. Cause of the event was due to the device.